Event description:
Spontaneous call: patient experiences migraines and diarrhea for 2-3 days after each increase in dose. Md aware. Patient reports that one pump keeps giving "battery depleted" alarm and she keeps changing the batteries but keeps happening. Advised we would replace the pump. Serial number (B)(4). Patient reports getting "no disposable, pump won't run" and has changed 3 cassettes in order to continue infusion. Patient did not have those cassettes available but knows to keep future ones in case it happens again. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have a backup product they were able to switch to? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life- sustaining? Yes. What is the outcome of the event? Resolved, resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.